Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-06036. It was reported that the patient presented in clinic for a follow-up. It was noted that both the right ventricular and right atrial leads exhibited noise. The noise was oversensed by the device and led to pacing inhibition. The patient experienced dizziness and near syncope. Both the leads were explanted and replaced. The patient was discharged post procedure.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 5.4 cm to 7.0 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.